Manufacturer narrative:
Implant date is approximate: (B)(6) 2014, exact date is not known. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray analysis: multiple ap and lateral x-rays are provided for post op t9-s1 psi for degenerative scoliosis. Initial construct in 2011 shows deformity correction 2012 standing lateral films shows good sagittal balance. Bilateral rod fractures are present in 2014 x-rays. The construct was revised to include the ilium screws and a secondary rod on one side. Possible causes include fracture of fusion and progression of deformity above construct. Root cause is determined. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, rod break and the patient had lumbar pain. The implant was explanted. Healthcare professional's opinion: the reported event is related to use of product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.